Event description:
I was initially reported on a call the physician office needed a company representative to come to their site and they needed their contact information. I was inquired as to if there was a problem or issue that they needed assistance with but it was repeatedly said there was no issue they just wanted the company representative to come to the site as they had not seen him in a while. Shortly before getting off the phone the caller did mention there was a patient whose lead came off the nerve. Attempts were made to determine the identity of the patient but it was unknown. The caller what made them think the electrodes were off the nerve and if there was high impedance seen and the response was ¿I guess so.¿. All attempts to get any additional information about the patient and the high impedance have been unsuccessful to date. The call was ended before the name of the physician or the facility was able to be attained. The company representative whose contact information was given to the call has not heard from the office.

Manufacturer narrative:
(B)(4).